Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2011. The sample has been requested, but to date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that sealing could not be done although an end tone, indicating a completed seal cycle, was heard. Another device was used to complete the procedure without incident. There was no bleeding, no tissue damage and no pt injury.